Event description:
Product found not to stick as well as another similar product, therefore wounds do not stay closed and heal properly. Ctr has received no other complaints on subject acquisition to indicate that this is other than an isolated incident probably due to damaged packaging or extremes of heat in storage. Center will retain report of dissatisfaction in quality assurance data files and if add'l similar reports are received will initiate an investigation.